Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the laser had low power output during a laser procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system and slit lamp were examined and the reported event was replicated. The fiber was replaced to address the issue. The system and slit lamp were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The slip lamp was manufactured on august 27, 2007. Based on qa assessment, the product met specifications at the time of release. The associated laser was manufactured on september 24, 2009. The system was found to meet specifications. The root cause of the reported event can be attributed to the fiber. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).